Event description:
Balloon burst.

Manufacturer narrative:
The report from the affiliate indicated that the male patient underwent an angioplasty of a calcified femoral artery, and during the inflation/dilation process, the balloon burst. The report specify that the procedure was completed with another balloon, and there was no adverse/patient injury.